Manufacturer narrative:
Other: pain. Only year valid. Radiological images review: pre-operative MRI/x-rays and post-operative x-rays for l4-s1 fusion were provided. No hardware complication could be observed from the received images. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that on an unknown date in 2019, the patient underwent a surgery. On an unknown date, post-op, the screw, which was implanted in patient's sacral area, broke. The patient also experienced pain. No revision surgery to remove the broken screw has been scheduled yet.